Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on lcd board. Unit had moisture damaged on motor assembly, cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip. No moisture damage on keypad traces noted.

Event description:
The customer reported via phone call that the insulin pump fell into salt water and it was not working. Customer's blood glucose level was not reported. Fluid was under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.